Event description:
It was reported that after inflating the balloon over 25atm's (past rated burst pressure) for the dilatation of the subclavian vein (off-label use), catheter wouldn't go back through an 8fr sheath. The catheter and sheath were removed as a single unit. No additional complications were reported, as the procedure was completed when the incident occurred.